Event description:
A customer reported a delivery issue with a replacement adc device. The customer had initially reported receiving a ¿replace sensor¿ error message while wearing the sensor. A replacement device was ordered however, the replacement was not received and the customer was unable to monitor their blood glucose. The customer further reported requiring third-party medical treatment for the reported issue however, no treatment details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.